Event description:
A malfunction on the pump was reported by the caller, who confirmed that no notable events occurred prior to the malfunction and identified the malfunction code as malf 5, with a fault ID of 0x2147. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump and confirmed the shipping address for the new pump, which is covered under warranty. The customer will use a backup insulin pump to ensure insulin delivery is not interrupted and was provided with instructions on how to store the faulty pump. The customer acknowledged understanding the steps needed upon receiving the replacement and was instructed to return the problematic pump using the provided return box and pre-paid label within 10 days.